Event description:
On (B)(6) 2010, pt reported her infusion device was trying to retract the piston rod but will not. Pt stated infusion device makes a ticking noise as it tries to rewind and the device will then give an e10 (cartridge error) alert. Pt stated she is using aa alkaline batteries. She reported she tried 2 new batteries out of the same package and they both did the same. Advised she purchase new batteries and try again. On callback pt reported her infusion device still does not work. Pt stated she switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.